Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited noise oversensing and high impedance measurements. The physician made two attempts to implant the rv lead but was unsuccessful the rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and high pacing impedance were not confirmed. A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.